Event description:
It was reported that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. Physician noted an elevated threshold. Laboratory fluoroscopy was used to visual lead and rv lead did not appear misplaced. However, physician stated that it must have been caused by micro dislodgement. This rv lead was repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.